Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 13-aug-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the manufacturer representative met with the patient pre-operative. They were only receiving left side coverage and needed bilateral. There were no noted environmental/external/patient factors that contributed to the issue. The patient was reprogrammed but they were still only receiving left coverage. A lead revision was performed and the lead was placed more right. The patient's lead was discarded. The issue was resolved at the time of report.